Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER CUBIE POCKETS HAD READ, WRITE, OR INVALID MEMORY ERROR AND SOME MISSED CUBIES. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 08-JUL-2022 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MAIN DRAWER HAD MISSING CUBIES. THE FIELD SERVICE ENGINEER (FSE) REPLACED THE RETRACTOR BAND ON MAIN HALF HEIGHT DRAWER 4.2. A FINAL TEST WAS INITIATED VIA THE HARDWARE TEST APPLICATION AND PASSED SUCCESSFULLY. PREVENTIVE MAINTENANCE WAS PERFORMED. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer cubie pockets had Read, write, or invalid memory error and some missed cubies.The customer stated that there was a delay in patient care.As per part investigation, it was determined that the reported cubie communication failure and missing cubies condition was caused by a short between adjacent copper strands within the ASSY RETRACTOR DWR HH CUBIE, resulting in thermal damage and compromised drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The report condition was confirmed during field service engineer (FSE) testing and subsequently confirmed during the DCHU inspection process.According to work order #02216200, the FSE replaced retractor band on Main HH drawer 4.2 and initiated Final Test via Hardware Test Application, it passed with no issues. The report was closed.During DCHU Visual Inspection:PN 353844-01 (A): The ¿ASSY RETRACTOR DWR HH CUBIE¿ was received in good condition with no visible physical damage.PN 353844-01 (B): The ¿ASSY RETRACTOR DWR HH CUBIE¿ was received with copper strands in contact with adjacent copper strands.PN 353844-01 (C): The ¿ASSY RETRACTOR DWR HH CUBIE¿ was received in good condition with no visible physical damage.During DCHU Testing:PN 353844-01 (A): Was evaluated on an ESD protected surface with a calibrated DMM and passed the continuity testing. The part was mounted to DCHU HTA Equipment and passed the functional testing.PN 353844-01 (B): The testing from DCHU was not required due to the signs of thermal damage observed on the copper strands during the visual inspection.PN 353844-01 (C): Was evaluated on an ESD protected surface with a calibrated DMM and passed the continuity testing. The part was mounted to DCHU HTA Equipment and passed the functional testing.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint ¿Main 4.2 (CUBIE pocket, Tab/Read, write, or invalid CUBIE memory) and 6.1 drawer has missing cubies¿ was due to a short between adjacent copper strands of the ¿ASSY RETRACTOR DWR HH CUBIE¿ (B) (PN 353844-01) which led to the observed thermal damage.